Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving morphine drug and baclofen via an implantable pump for intractable spasticity indications for use. It was reported that the patient was hospitalized yesterday with overdose symptom, and they initiated a narcan drip. The healthcare provider requesting a local medtronic rep to interrogate the pump. The healthcare provider (hcp) stated that the end of may, the patient had a catheter revision done due to a change in therapy and was also getting oral pain meds. They had been slowing removing the systemic pain meds due to the revision, but the patient is still having overdose symptom. The hcp called the managing physician, and he was not on staff at this hospital.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider who reported no device issue, oral meds at fault. The cause for the hospitalization and overdose was oral meds. The actions and interventions taken to resolve the issue narcan and change in oral meds. The issue was resolved.